Event description:
It was reported that no readings", "sensor error" or "brief sensor issue had occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported by the visiting nurse that the patient was reportedly hospitalized for hypoglycemia. The reversal of hypoglycemia and length of stay were not documented. Antihypertensive medications were documented. The patient was sleeping during the report. Attempts to contact the reporter for additional event details were reportedly unsuccessful. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.